Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found due to damage on the charged coupled device, the image disappears during angulation in the up/down directions, there was a e216 displayed and the connecting tube had coating peeling. In addition, the evaluation found the following; the adhesive on the bending section cover had a chip, the switch box was deformed, the protector of the universal cord, on the control section side, had a scratch, the universal cord had a dent and a scratch. The control unit, the scope connector cover unit and the scope connector were sticky due to water leakage. Due to wear of the angle wire, the bending angle in the up direction did not meet the standard value and the connecting tube had a dent. Because the channel tube was crushed, the forceps and the tube cleaning brush could not be inserted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was observed that during the device evaluation, the evis lucera elite bronchovideoscope exhibited that the image disappeared during angulation in the up/down direction, there was an error code e216 displayed and the connecting tube had the coating peeling. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the loss of image during angulation and the displayed e216 error occurred due to a damaged image sensor unit or broken mounting components (chip or capacitor) on the electrical board caused stress, external factors, or handling. In regards to the peeled coating on the insertion tube, it is likely the issue occurred due to stress from repeated use, external factors, or handling. The loss of image and e216 error can be detected by handling the device in accordance with the following instructions for use (IFU): chapter 3 preparation and inspection "3.8 inspection of the endoscopic system" the peeled coating can be detected by handling the device in accordance with the following instructions for use (IFU): chapter 3 preparation and inspection "3.3 inspection of the endoscope" olympus will continue to monitor field performance for this device.